Event description:
It was reported that the patient presented during remote follow-up. Upon interrogation of the pacemaker, myopotential oversensing was detected on the right atrial lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.